Event description:
It was reported the 3m¿ ranger¿ blood/fluid warming high flow set spike dislodged when administering blood products. No injuries or medical interventions were required due to the alleged malfunction.

Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location, and root cause without the sample. A manufacturing record review for lot number hx9864 was performed. All end release testing for the product met specifications. Based on the problem description and photo provided, a likely cause is a spike to tubing connection leak. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.